Manufacturer narrative:
Review of the device history records for the articular surface did not identify any deviations or anomalies. This device is used for treatment. A product history search identified no other complaints for the part and lot combination of the articular surface. Operative notes from the previous revision surgery indicate that the articular surface was inserted and the locking screw was torqued "to 3 times to 95 newton meters of pressure", which is greater than the 95 in. Lbs. Of torque indicated in the lcck surgical technique. Follow up confirmed that the appropriate torque wrench was used during this surgery which indicates 95 in. Lbs. Of torque were applied. Operative notes from the revision surgery indicate that the articular surface locking screw had dislodged and fractured. The fractured piece of the screw was noted to be in the anterior component of the knee and the articular surface was disassociated. Per the nexgen cr, ps, cra, lps and lcck knee package insert, loosening or fracture/damage of the prosthetic knee components or surrounding tissues is a known risk of this procedure. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a dislodged and broken articular surface fixation screw.